Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller (sc) pcb assembly to resolve the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service light is illuminated on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not boot up past the self-test screen and randomly rebooted by itself. As a result, defibrillation may not be possible, if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the removed system controller assembly. It was determined that the cause of the reported issue was due to electrical leakage at integrated circuit, designator u61. This excessive current leakage depleted the device internal battery and likely caused the intermittent boot-up issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service light is illuminated on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not boot up past the self-test screen and randomly rebooted by itself. As a result, defibrillation may not be possible, if it were necessary.